Event description:
A customer reported a system message displayed during setup. The pt had received peribulbar anesthesia in preparation for surgery when it was decided to cancel the procedure. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and replaced the irrigation pressure sensor (ips) load cell and the solenoid spacers. The system was then tested and met product specifications. The root cause is unk. (B)(4).